Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported "constant downstream occlusion" which were verified through a review of the event history log by the presence of "downstream occlusion!" But were not determined if the alarms were true or false. The device was found to function as designed with relation to the reported symptom. No correction required. Should additional relevant information become available, a supplemental report will be submitted.